Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of redness and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 3 days after injection with juvederm ultra xc in the "malar region, nasolabial folds and mento region" and concomitant injection of juverderm volvella with lidocaine in the eyelid and in the outline of the lips", the pt developed itching and redness at the juvederm ultra xc injection sites and "mild swelling in the eyelid". Pt was treated with "prednisone and allegra".